Event description:
During a neurovascular case the physician noticed they had lost torque in the guidewire and removed the wire from the microcatheter to find the wire had broken in the nitinol tubing exposing the core wire. The break occurred approximately 20cm from the distal tip of the guidewire. The physician described the ica in this case as very tortuous with multiple loops and acute turns.